Event description:
It was reported that the patient died. The target lesion was located in right coronary artery (rca). A 1.5mm rotapro burr was set to 160k revolution per minute (rpm). The physician wired the rca with a rotawire drive floppy wire. A temporary pacer was suggested, and the physician opted for an aminophylline approach. The physician passed the burr once in the rca with no drastic drop in rpms. A 3.0x15 non-boston scientific balloon catheter was then used to dilate the artery. Upon injection after balloon utilization, a type b dissection was observed along with no reflow in the proximal to middle rca. A 4.00 x 32mm synergy xd drug-eluting stent was deployed, and the patient remained stable. A microcatheter was placed down the vessel and nicardipine was administered to the patient. A reperfusion arrhythmia appeared with significant st elevation. The patient suddenly went asystole. Cardiopulmonary resuscitation was performed and return of spontaneous circulation was started. A temporary pacer and impella were inserted, and the patient was intubated. However, before leaving the cardiac catheterization lab, the patient died. The official cause of death was cardiac arrest.